Manufacturer narrative:
Product was returned for evaluation. According to the oracle returns field related to the evaluation of this device, the frame of the chair was bent. The evaluation comments note that both seat rails were bent and would not fit the h blocks. Any underlying cause for this problem was not identified.

Event description:
Product was returned for evaluation. According to the oracle returns field related to the evaluation of this device, the frame of the chair was bent. The evaluation comments note that both seat rails were bent and would not fit the h blocks.